Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first firing, the device performed well. On the second firing, a crunch was heard. The device completed the firing cycle all the way to the end and returned normally. When the surgeon opened the device, the staples had not fired (deployed) on the side of the remaining stomach but did form on the portion being removed. The staples that did not deploy were still in the open position. Upon inspection of the device and cartridge reload, there was a "item" lodged in the track of the cartridge at the point where the staples did not form distally to this. Sutures were used to close the portion of the sleeve where staples had not formed properly. The patient is stable. A new device was opened and used to complete the rest of the sleeve. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: dr. (B)(6) was performing a lap gastric sleeve with the powered echelon which he has done many times (at least 50). What is the lot or batch number for the device? What color cartridge was being used? A green reload with seamguard was used.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.